Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 269 mg/dl while the ilet signaled an insulin set expired alert, and the user later realized they had not performed a fill cannula after a supply change and had not announced their dinner meal; the device was subsequently updated with a fill cannula to reset the timer, and education on verifying meal announcements in history was provided. Symptoms included elevated blood glucose without other reported clinical effects. Outcomes included temporary limitation of device therapy effectiveness without long-term health impact, and no medical intervention was required. Investigation included customer interview, device use review, and user education. Investigation of this case revealed user-related factors including a missed meal announcement and a missed fill cannula after an infusion set change, with concurrent illness as a potential contributor. It was concluded that the event was related to use error with adequate device performance, and that education and corrective user actions resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.